Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, failure analyses observed a two inch long section of scraping on the outer diameter of the main tube. This site has previously returned bent cannulas which were the likely cause of scraping.

Event description:
It was reported that the shaft of the monopolar curved scissors instrument began splintering. It was also reported that no components had fallen off into a patient. No additional information has been provided. No patient harm, adverse outcome or injury was reported.